Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3, h6 type of investigation 4118- remove, h6 investigation findings 3233- remove, h6 investigation conclusion 11- remove, h10 h3, h6 type of investigation 4118- remove, h6 investigation findings 3233- remove, h6 investigation conclusion 11- remove, h10 h3 other text : device not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 132 mg/dl.